Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, blower assembly, blower bellows, blower mount, tubing - fio2, tubing - system board, tubing - blower chassis, tubing - low flow o2, and muffler assembly were replaced due to contamination. Software was reinstalled and the unit was programmed.